Event description:
It has been reported that one bd¿ protector p14 has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that the protector is not sealing at the neck of the vial which has resulted in chemo drug leakage. We are having issues again with (p14) protectors. Lot # 1905141 we've lost some pembrolizumab and bortezomib due to leaking. They aren't sealing at the neck. This is costing a significant amount of $$$ not to mention the health and safety in the environment.

Manufacturer narrative:
H.6. Investigation: two unused protector samples were returned to our quality team for investigation. The product was visually inspected, no damage or defects were identified on any of the products. All samples were functionally tested. The protectors were successfully connected to the vials, ensuring they fit properly. The protectors were then connected to an injector and syringe without issues and no leaks were observed. A device history was performed and found no no-conformance's related to the reported issue during production of batch 1905141. Product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device, including leakage testing. Test results were reviewed for the reported lot and found to be within specification. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ protector p14 has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that the protector is not sealing at the neck of the vial which has resulted in chemo drug leakage. We are having issues again with (p14) protectors. Lot # 1905141. We've lost some pembrolizumab and bortezomib due to leaking. They aren't sealing at the neck. This is costing a significant amount of $$$ not to mention the health and safety in the environment.